Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they went to the hospital as they experienced shortness of breath and their implantable pulse generator (ipg) did not increase it's rate response when "going upstairs. The ipg remains in use. No further patient complications have been reported as a result of this event.